Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed a pericardial effusion. The patient remained hemodynamically stable the entire case. It was not until some point after the case did the physician realize the problem. The case outcome is unknown. The patient needed surgery to resolve the issue and the patient was stable and doing great. No further patient complications have been reported as a result of this event.